Manufacturer narrative:
This MDR is result of a retrospective review of complaints. The algorithm worked correctly in triggering metric of electrical performance as the device shows the presence of noise in the signal and reference channels. The malfunction was confirmed.

Event description:
On (B)(6) 2018, senseonics was made aware of an incident where user experienced an early sensor replacement alert resulting in an early sensor removal.